Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "leakage at the PICC line 5 to 6 cm from the insertion opening. Patient had an etravasation after which there was a reaction on the skin, cytostatics (paclitaxel) entered the patient's subcutaneous tissue after which the patient experienced pain, a thick arm and blistering of the skin, this was treated with 150ie hyaluronidase subcutaneously." No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter was 42cm. PICC inserted into basilic vein. Exit marking 1,5. Statlock was used to secure the PICC. The break was found at the 5cm mark. Total dwell time 120 days. No x-ray available. Customer was receiving oncology treatment. The leak was identified by extravasation, which needed to be treated. No intervention was done to address the occlusions. Catheter site was cleaned with chlorhexidine solution poured from a bottle (0,5% chlorhexidine).

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "leakage at the PICC line 5 to 6 cm from the insertion opening. Patient had an extravasation after which there was a reaction on the skin, cytostatics (paclitaxel) entered the patient's subcutaneous tissue after which the patient experienced pain, a thick arm and blistering of the skin, this was treated with 150ie hyaluronidase subcutaneously." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 7cm and 8cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported, "leakage at the PICC line 5 to 6 cm from the insertion opening. Patient had an etravasation after which there was a reaction on the skin, cytostatics (paclitaxel) entered the patient's subcutaneous tissue after which the patient experienced pain, a thick arm and blistering of the skin, this was treated with 150ie hyaluronidase subcutaneously." No other information was provided.